Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 54 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had to keep eating to keep their blood glucose from going low. Troubleshooting was not completed. The customer also reported high blood glucose of over 600 mg/dl with diabetic ketoacidosis two months prior. The insulin pump will not be returned for analysis.